Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of the device; further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood; imaging of the tissue surrounding the hip revealed the potential existence of a fluid collection about the hip prosthesis. It is further alleged, in light of the patient's worsening symptoms, the patient was taken back for revision surgery on or about (B)(6) 2014. During surgery there was a large cyst posterior and superior in the acetabulum that has metallosis type wear. The patient went on to have a 2nd revision surgery on (B)(6) 2014.

Manufacturer narrative:
An event regarding an abnormal ion level involving a trident shell was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as the device was not returned. - medical records received and evaluation: no medical records were received for review with a clinical consultant. - device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the reported event indicated a metallosis type wear in the acetabulum which could have lead to increased levels of metal ions. However, the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of the device; further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood; imaging of the tissue surrounding the hip revealed the potential existence of a fluid collection about the hip prosthesis. It is further alleged, in light of the patient's worsening symptoms, the patient was taken back for revision surgery on or about (B)(6) 2014. During surgery there was a large cyst posterior and superior in the acetabulum that has metallosis type wear. The patient went on to have a 2nd revision surgery on (B)(6) 2014.